Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 524 and 245 mg/dl. Tests were done within 2 minutes with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.